Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that keyboard cable require reset. A field service engineer, reseated keyboard cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the keypad is not working. The customer stated that there was no delay in accessing medication to patient since user can managed to get the medicines from other station. There were no adverse events or injuries reported based on this incident.